Event description:
A customer contacted haemonetics on (B)(6) 2011 stating that they were notified of an alleged donor event after plasmapheresis on the mcs+ 9000. The donor alerted the blood center that after her donation on (B)(6) 2011, she felt pain in her legs, starting on (B)(6). She was deferred from travel on (B)(6) 2011 for deep vein thrombosis (dvt). No abnormalities were noted during the procedure.

Manufacturer narrative:
Investigation is ongoing. Follow-up report will be submitted.